Event description:
The date above is when it started. I had breast implants placed after a double mastectomy in 2012. I had small things change right away, like my digestive system. About 3 years in, I started experiencing joint pain, ringing in ears, itching, pain in breasts, a cough due to newly diagnosed asthma. In (B)(6) 2018 I was sick of feeling sick and narrowed it down to the fact that I hadn't felt like myself since the mastectomy. So I googled, could my breast implants be making me sick. It was then I found all the info I needed. I did 3 months of research and finally had them removed on (B)(6) 2018. I feel so much better. No more joint pain at all. The ringing in my ears didn't go away though. My cough has diminished greatly. I'm so thankful I had them removed.